Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the related svn#: (B)(4) event date of 02-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: (B)(4) event date of 02-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the primary svn#: (B)(4) event date of 20-sep-2025. In further review of the formatted history file 1 week prior to the related svn#: (B)(4) event date of 02-oct-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 16:10:00.000. Insert battery alarm was found on: (B)(6) 2025 16:17:18.000, (B)(6) 2025 16:21:06.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 16:20:42.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 19:20:59.000. There was no power data available for the date of (B)(6) 2025 at 16:10:00.000 and 16:10:00.000. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 09:00:00.000, (B)(6) 2025 09:10:00.000, (B)(6) 2025 19:12:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2025 11:50:22.000. Sgcalibrationerror2 (838) was found on: (B)(6) 2025 12:09:13.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.70 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for keypad anomaly and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the center button was not responsive. The customer also reported that the pump was not exposed to moisture, and the issue was not resolved even after replacing the battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.